Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2004, the patient presented with following preoperative diagnosis: degenerative disc disease, l4-5, segmental instability with primarily anterior column failure. Hypertrophic ac joint and downward sloping anterior acromion with impingement tendinitis of the right shoulder and possible tear of the rotator cuff. And postoperative diagnosis: degenerative disc disease, l4-5, segmental instability with anterior column failure. Impingement tendinitis of the right shoulder associated with degeneration of the ac joint with downward sloping acromion; there was thinning of the supraspinatus but no complete tear. Patient underwent following operative procedure: anterior discectomy at l4-5. Anterior arthrodesis at l4-5 using femoral ring and rhbmp-2. Anterior titanium plate. Use of the fluoroscopy unit for greater than one hour. Partial claviculectomy of the right distal clavicle. Anterior acromioplasty with release of coracoacromial ligament. Bursectomy. Exploration of the rotator cuff. Per op-notes, ¿.. .. Following the complete block discectomy, sizing was then performed and it was felt this patient required a size 14 femoral ring.... The femoral ring was then selected and filled with bmp and placed in the space, following preparation and arthrodesis by using the instrumentation, removing the cartilage down to subchondral bone. ... The remaining bmp was placed anteriorly and the annulus was then closed. Following this, an anterior plate was then applied with the use of the fluoroscopy unit. The patient tolerated the procedure well and was discharged to recovery in satisfactory ¿¿ patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.